Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced lead migration of the l5 lead and has lost therapy. Surgical intervention may occur later.

Event description:
Additional information received indicating surgical intervention occurred wherein both leads was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2021-18919. Additional information revealed that the patient was not receiving effective therapy from both leads, and in turn both leads were explanted and replaced. Postoperatively, the patient has effective therapy.